Event description:
It has been reported to philips that the c-arm did not move via the motor drive, it had to be moved manually, and system gave an error message of ¿stand calibration required¿. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by moving the stand with the manual override buttons. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm did not move via the motor drive, it had to be moved manually, and system gave an error message of ¿stand calibration required¿. Upon troubleshooting, fse found that it is an ongoing issue and analysis of system log file showed motor assembly error. Fse replaced longitudinal drive, amc drive and performed calibration as per the manufacturing specifications the system but the issue persisted. Fse then cleaned the ceiling rail and calibrated the longitudinal and current sensor, checked all the functionality of equipment however, the problem continued. Fse replaced the new geo io box, calibrated longitudinal position and current adjustments, yet the issue remained unresolved. Later in another case as a resolution, fse replaced the new amc drive for ongoing issue, installed longitudinal potentiometer for the frontal stand, replaced the l splitter board in the back of the l arm, replaced the geo io box, replaced the new suite pc and reloaded software. The replaced geo io box and longitudinal drive were returned to philips for further analysis. The cause of the geo io box and longitudinal drive could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. The procedure was completed by manually moving the stand with manual override buttons without any interruption. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.